Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed no evidence of power interruption. There was one pump reboot associated with a cs 128 alarm. The battery compartment and cap were undamaged and the cap was able to fit and maintain an electrical connection. The battery cap was fastened and then unscrewed half a turn and no reboots occurred. The ez-prime steps were performed correctly with no power interruptions occurring; the product performed within specification. The pump cover was removed and there was no intermittent condition found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.